Event description:
It was reported that during a sleeve gastrectomy, this stapler got locked at the cardia, with a partial resection of the stomach. It was impossible to release the stapler manually. It was necessary to break it in order to remove it. It is unknown how the procedure was finished.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure finished?by applying sutures. Was the device used on thick tissue?the device was used on the stomach. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fifth. What color cartridge was being used? Blue (ecr60b). Was the cartridge correct inserted, did they hear the 'click'? Yes. What other color cartridges were used before and after this event? Blue (ecr60b). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?higher force to fire. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? No, they didn't. Breaking the pse60a, has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Has this any impact on the patient, the surgery or the healing process? No. Additional tissue to be cut out- no impact on the patient. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60b with the one piece sled partially advanced 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.